Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) instructed customer to verify the wall port connection and to inspect the network cable for any damage and determined that the network cable was in good condition but identified that the station was connected to an incorrect wall port, after which the correct connection to the hospital network was established and the station successfully came online and confirmed that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.